Manufacturer narrative:
Correction: upon further review, it was determined that medical device report (MDR) number (1627487-2020-30850) should not have been submitted. The allegation does not pertain to the device associated with this MDR.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-30846, 1627487-2020-30847, 1627487-2020-30851. It was reported that during an unrelated ipg replacement procedure (manufacturer report number 1627487-2020-30843), high impedances were observed due to inability to place the leads extensions successfully. Low impedances on one lead were also observed. The leads were not replaced during the procedure and remain implanted, but the patient may undergo additional surgical intervention to address the issue.